Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a general complaint of programming errors when the clinician programs the "dose amount" and "diluent volume". The customer indicated " the "diluent volume" can be misleading based on how IV medication labels are formatted. Often times, the diluent volume and total volume are not the same, and the pump should be programmed with the total volume to be infused (vtbi), which is more likely to be "total" volume, instead of "diluent" volume." The customer indicated this was an issue when the normal saline or d5w (or other fluid used to dilute the medication) is different than the final volume prepared. The customer indicated that clinicians had erroneously programmed infusions. However, details of specific events were not provided. There was patient involvement but no harm reported. On 17apr2026 the customer provided additional example information. "Diluent volume of 100 ml (the amount of ns is used) with a vtbi of 122 ml (nurse sees the total volume increases from the 100 ml that¿s prepopulated because she wants the full dose to be given) and 3 hrs defaults. This results in a hard stop with a message that doesn¿t really give the nurse enough information to know what they programmed wrong. They can then either call for help vs start changing things to make it work vs go off guardrails. Our experience is the choice made is not usually troubleshooting because they have a lot to get done. "